Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned. The device flag data from the last download (05/05/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 10/19/2020, belt: 12/11/2015.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away in the hospital on (B)(6) 2021. It was reported that the patient was not wearing the lifevest at the time of passing because hospital staff removed the lifevest to perform resuscitation efforts. Review of the download data indicates the patient received four appropriate treatments and one inappropriate treatment in response to motion artifact and oversensing of low amplitude cardiac signal on the date of passing. The patient was in sinus rhythm/sins tachycardia from 80 to 100 bpm with pvc's and CPR/motion artifact from 08:03:33 to 14:01:06 on (B)(6) 2021. The patient's rhythm transitioned to vt at 210 bpm with CPR/motion artifact at 14:07:23. The patient received the first appropriate treatment at 14:07:57. The patient's rhythm at the time of treatment was vt at 230 bpm. The patient's post-shock rhythm was nsvt. The patient received the second appropriate treatment at 14:09:44. The patient's rhythm at the time of treatment was vt at 180 bpm. The patient's post-shock rhythm was vt at 190 bpm with motion artifact. The patient received the third appropriate treatment at 14:10:10. The patient's rhythm at the time of treatment was vt at 190 bpm. The patient's post-shock rhythm was vt at 190 bpm with motion artifact. The patient received the fourth appropriate treatment at 14:10:43. The patient's rhythm at the time of treatment was vt at 170 bpm. The patient's post-shock rhythm was vf with motion artifact. The patient's rhythm degraded to asystole before they received the inappropriate treatment at 14:11:14. The patient's rhythm at the time of treatment was asystole. The patient's post-shock rhythm is unknown. The electrode belt was disconnected by hospital staff at the time of the fifth treatment. The patient passed away on (B)(6) 2021 in the hospital while not wearing the lifevest.